Event description:
A (B)(4) male patient's daughter contacted zoll customer support to report that the patient's device was prompting to add gel. While support was attempting to troubleshoot, the patient's daughter then reported that she noticed a cable from the te pad was detached from the vibration box. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages / detached cable) has been confirmed. Upon evaluation, the cable connecting the distribution node (dn) and the rear therapy electrode (te) was pulled from the dn at the strain relief. The cause of the add gel messages is the open connection in the dn. The cause of the open connection is the detached cable. The root cause of the detached cable cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.